Event description:
It was reported that during a procedure involving the everflex entrust stent along with a non-medtronic 0.014 guidewire, there were deployment issues in the left superficial femoral artery at the proximal location. The target lesion was identified as plaque. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The stent crossed the lesion and was deployed without issues at the distal aspect of the device. Difficulty was noted during the deployment of the stent, as the device would not release the stent at the proximal segment. The physician had to massage the patient's left leg to fully release the stent. The stent was then post-dilated using the 6x150 in.pact admiral 018 device. Photos and videos of the device used during the procedure were available. The procedure was completed using the stent system in question, and the physician was satisfied with the end result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was returned for analysis. The image provided showed one percutaneous transluminal angioplasty balloon in vivo. Size markings appear to be drawn on the fluoro screen as a reference to the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.